Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they developed the infection because of the location of the device not because of the device. It had been placed in the same location as their old device that they had put in at least 6 years before. A new device was replaced in a different location and have had no problems. The patient was given a strong antibiotics and the issue was resolved in about a week or two. The patient later stated that when the device was put in about 6 months ago or longer she got a massive infection. Patient said the infection had nothing to do with the device itself. Patient said the device was put in the same location as the previous one and her body rejected it so they moved the device to the other side of her body.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the ins was implanted it became infected. It was implanted on the same side as the ins it was replacing. No device issue alleged/identified. No further patient symptoms or complications were reported.